Event description:
It was reported that there was a suspected atrial lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was a suspected atrial lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the atrial lead had high impedance.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.